Manufacturer narrative:
The insulin pump was received with constant failed self-test alarm due to a faulty radio frequency board. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify communicate carelink pro due to failed self-test alarm. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a failed self-test alarm in the insulin pump's history. The customer discovered the alarm when attempting to upload to the carelink. The customer also reported they were unable to connect to the insulin pump several times. The customer's blood glucose was 121 mg/dl at the time of incident. The customer also stated the alarm occurred two times on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.